Manufacturer narrative:
Beginning 05/31/2012, u.s. And canadian customer were sent to urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customer were requested to contact zimmer to schedule maintenance for the device in accordance with ine instructions for use. The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 12/15/2009 and has no repair history at zimmer surgical. Evaluation of the device verified the comb to be damaged and the ratchet did not function. Additionally, both set screws were exposed on the inside of the ratchet gear, which would not allow the ratchet to properly attach to the roller. It was also observed there was wear to the ratchet gear and roller. Prior to repair, a test mesh and calibration check was not performed due to the damaged comb. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use the zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher handle would not move and the threads on the mesher were bent. Additional clinical follow up with the customer indicated that the harvested graft was useable and there was no patient injury or unplanned donor graft harvest required. An additional device was available onsite to complete the procedure and there was a 10-15 minute extension in surgical time as a result of the reported issue.